Event description:
On (B)(6) 2023, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler required assistance from paramedics in his home during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced generalized weakness and malaise during a pd treatment on (B)(6) 2023 due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from his cycler and transported to the emergency department by family. The patient was admitted to the hospital on the same day. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. The patient¿s admitting diagnosis was not provided due to patient privacy concerns; however, it was confirmed the patient¿s symptoms experienced during a pd treatment and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler required assistance from paramedics in his home during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced generalized weakness and malaise during a pd treatment on (B)(6) 2023 due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was safely disconnected from his cycler and transported to the emergency department by family. The patient was admitted to the hospital on the same day. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. The patient¿s admitting diagnosis was not provided due to patient privacy concerns; however, it was confirmed the patient¿s symptoms experienced during a pd treatment and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.